Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that srm hasp fridge door came off. The field service engineer (fse) found refrigerator door hasp was loose and falling off. Fse used double-sided 700-pound tape to re-adhere the adjustable hasp to the door. After securing the component, proper operation was verified through the hardware testing application and remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager hasp fridge door came off and unable to lock the fridge. The customer stated that a malfunction occurred when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.